Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2012. After the fibroid was removed, suture was used in the uterus. When the needle passed through the tissue, the needle broke. An x-ray was used to find the broken pieces. The needle broke in the area that a needle should be grasped. There were no adverse patient consequences reported.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The device was visually evaluated. Heavy marks from the needle holder were found and directly on the breakpoint. The needle appears to have been bent and reshaped. The were no material or manufacturing defects noted on the device. User error caused the event.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.